Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing an increase amount of burning sensation at the ipg site. It was also reported that there was a little bruise near the ipg site. The physician believed that the generator was sitting on a nerve as per computed tomography scan showed that caused burning sensation. They determined that it was not device related but like a nerve inflammation in the buttocks. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing an increase amount of burning sensation at the ipg site. It was also reported that there was a little bruise near the ipg site. The physician believed that the generator was sitting on a nerve as per computed tomography scan showed that caused burning sensation. They determined that it was not device related but like a nerve inflammation in the buttocks. The patient will undergo a revision procedure.